Event description:
The placement signal failed. The catheter was removed and replaced with a new catheter. No harm to the patient. We have asked the manufacturer to share the results of the analysis with our facility.